Manufacturer narrative:
Product analysis: analysis was not able to confirm the customer comment that the external pulse generator (epg) had a broken button. Analysis did however confirm the customer comment that the hanger assembly was broken. It was noted that the output connector assembly, upper case and lower case were broken. It was further noted that the encoder assembly and one knob were contaminated and one knob was missing. Additionally, the lower display was darker than normal as the liquid crystal display (lcd) was out of specification electrical. Also, the display wires were pinched, wire insulation not compromised. Furthermore, it was noted that the output connector nuts had adhesive applied to them. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken button on the front of the unit and a broken clip on the back of the unit. There was no patient involvement.